Manufacturer narrative:
Log files were reviewed from (B)(6) 2013. Logs indicate a spike in flow but still within the normal operating range on (B)(6) 2013. Alarm files confirm a suction alarm on (B)(6) 2013. Logs do not cover the reported event date of (B)(6) 2013. The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Manufacturing documentation confirmed that pump (B)(4) met all requirements for release. Review of controller log files confirmed the reported event, revealing a spike in flow. Alarm files confirmed a suction alarm and most likely relates to the thrombus identified during independent pathology. Post explant functional and dimensional analysis did reveal material noted within the outflow region of the pump is grossly and histologically consistent with an organized thrombus, the origin of the thrombus is not determined. No scoring or abrasion of pump surfaces was observed and could have contributed to the reported event. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the clinical study that on (B)(6) 2013, the patient presented to the local emergency room (ER) with abdominal pain. CT of the abdomen and pelvic was done at the same day and reveal splenic and renal infarcts related to the hemolysis. At that time patient was only on coumadin 4mg daily. Inr was 1.6 sec. Ldh was 1394 u/l. Patient was started on heparin drip 1300 u/hr. And integrilin 1mcg/kg/min. Despite the treatment, ldh continue to trend up 2597 u/l. Liver function got worse. Ast was 77u/l. Two days later ast went up to 419 and alt up to 196. The decision was made to give systemic tpa 30mg IV, which helped to improve ldh down to 1727 and ast down to 213u/l. Six days after the admission the patient underwent cardiac catheterization which revealed markedly elevated wedge pressure and reduced cardiac index, which was consistent with cardiogenic shock. Ra was 26, pap 80/35, pcw was 39. Co 3.3 l/min. Patient also complained on worsening of abdominal pain. Patient was taken to the operating room on (B)(6) 2013 for the urgent pump exchange. Pump was dissected and the blood clot was noticed at both the inflow cannula and also within the outflow element of the pump. Three days later the lab were repeated and showed improvement in alt 161 and ast 68. Ldh was down to 419. No other details on the surgery out come and patient recovery process were provided. It was stated that the pump was returned back to the manufacture for the further analysis. No additional information available.